Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illnesses. (B)(4).

Event description:
Medwatch number: mw5095003. It was reported that a female who underwent an unknown surgery with an unknown silicone prosthesis experienced; felt unwell. Lost job, headaches, wanted to die. Sleep issues. Skin issue, pooping issues, anxiety irritability post procedure. As a result, patient underwent bilateral removal on (B)(6) 2020. Patient stated her symptoms went away after the surgery. This report belongs to left prosthesis.